Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. The lot number of product involved is unknown a search was performed of the lots delivered to the customer. However, no information was found of product number 050-95018 been delivered to customer a visual inspection was performed and found acceptable. No damage was observed. A functional test was performed and no issues were detected.. A device history review was performed was unable to be performed as no lot number was found. During the evaluation of the actual sample the reported problem was not confirmed the alleged failure stated in the complaint. There is no recall associated with this complaint file.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the luer lock connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during the last dwell of treatment and the treatment was cancelled. Upon follow up, the pdrn stated that the luer lock connecter had disconnected from final bag and fluid leaked. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient performed a manual drain to complete treatment. The luer lock connector used by the patient was available for return for physical evaluation by the manufacturer.